Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
The patient did not experience any adverse effect from the event.

Event description:
It was reported that the centrimag did not show any alarm. The patient had been connected to extracorporeal membrane oxygenation (ECMO) and the flow stopped without any audible or visual alarms. The centrimag screen showed the abrupt drop in flow without showing alarms, turning off, or making any abnormal sounds. This event occurred twice in a period of less than 1 hour and the nursing staff exchanged the console and the motor to the backups.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of the centrimag system not alarming was unable to be confirmed. The centrimag 2nd generation primary console (serial number (B)(6)) was not returned for analysis. Information provided by the customer stated that no audible or visible alarms activated after two abrupt drops in flow. The flow stops have been addressed under the centrimag motor investigation. No log files, photos, or additional documents were submitted for review. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the centrimag 2nd generation console (serial #: (B)(6)) and the console was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual section 6.7.4 ¿alarm and alert conditions¿ indicates that in the event of an alert or alarm condition, visual message and audio indicators activate. Both the visual and audio alert indicators are active, even if the problem has resolved, until the alert/alarm condition is acknowledged by pressing the alarm acknowledge keypad. This section notes that after an alert/alarm condition has been acknowledged and the audio alarm muted, an audio alert may reactivate under the following conditions: - if the alert condition is unresolved and persists for more than 60 seconds after the alert/alarm has been acknowledged, the audio alert will reactivate. - if the alert/alarm condition is resolved and then reoccurs. (E.g. Transient flow below minimum condition resolves and then reoccurs). The original text message will continue to be displayed, and the audio alert/alarm will sound when the condition reoccurs. - an additional alert or alarm condition occurs. The new alert/alarm condition will be displayed, and the audio alert will sound. No further information was provided. The manufacturer is closing the file on this event.